Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a probable cause was not identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image when the scope was plugged in. The issue occurred during preparation for use on an unspecified procedure. There were no reports of patient harm associated with the event.